Event description:
On (B)(6), 2023, getinge became aware of an event with the 91e-series washer disinfector with the model name: 9128e. The initial customer allegation was that the metal molding fell off the unit. The device was inspected by the getinge technician and it was confirmed that part of the top cover of the device, above the door, was detached and placed in another room. The customer informed that the part fell on someone. This person was x-rayed and released after confirming no injury. So far, we have not been informed about any adverse consequences related to this issue. We decided to report the issue based on the potential for a serious injury if the situation was to reoccur.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On august 11, 2023, getinge became aware of an event related to the 91e-series washer disinfector with the model name: 9128e, with the serial number (B)(6). The unit was manufactured on april 7, 2021 and installed on april 19, 2021. The reported issue is related to a metal part falling on the device operator. Trend review of customer product complaints with the same issue involved on this type of devices reported within the last 5 years was performed but did not provide any signals that would warrant further scrutiny. We concluded this event to be single, isolated case. The customer allegation was that the metal molding, which is installed above the top cover of the device, fell off and hit the operator. This person was x-rayed and released after confirming no injury. We reported this event in the abundance of caution. The result of the investigation allows us to conclude that the alleged metal part is not part of the washer disinfector and is part of the cover that needs to be installed by the customer. Therefore, it was confirmed that when the event occurred, the device was not directly involved and met its specification. The device was not being used for treatment or diagnosis of the patient. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.